Event description:
Information was received indicating that the audible alarm to a smiths medical cadd solis vip ambulatory infusion pump was reported to be working intermittently. It was reported that the alarm sounds are not working properly. There were no reported adverse effects.

Manufacturer narrative:
Other, other text: information was received on 19-oct-2020 indicating event date and indicating that the issue did not occur during use with a patient.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be replicated. The front and rear piezo (beeper) were defective and the root cause of the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.